Event description:
After priming IV tubing and inserting into pump, the fluid started running out before connecting to the patient. Tube was never connected to the patient. New set of tubing was fine. Did not save packaging. Do not have lot number for tubing.